Event description:
The technician alleged that the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caster to resolve the issue.